Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. -visual inspection noted that the swivelock screw of the suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, was broken off, and a piece of the screw remained in the shaft. The eyelet/sutures were not returned. -functional testing was not performed due to the damage to the device. Per dfu-0087-eo - g. Precautions - 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20th oct 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the anchor broke during insertion. This was detected during an anterior ligament reconstruction surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-2324bcc. There were no patient harm and no secondary procedure needed.